Manufacturer narrative:
Correction numbers: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg was explanted and replaced with a different model due to being inoperable. No additional info is available at this time.